Event description:
Complaint alleges that the jaw would not close to lock the clip. There was no injury to the pt. The pt's condition is reported as fine.

Manufacturer narrative:
The device history record review did not show issues related to the complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due to lack of the defective product, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due to the lack of the product sample to perform investigation and determine the root cause. The manufacturer will continue to monitor and trend similar complaints.